Event description:
Reporting status: serious injury - required intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a jostent graftmaster was used to treat an aneurysm in the rca vein graft in 2008. The patient was re-admitted on thirteen days later, with thrombus in the distal stent graft, which was treated with an additional stent. No additional event or patient information is available.